Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading from the adc freestyle libre sensor in comparison to a reading obtained on the built-in reader. Customer further reported experiencing symptoms described as "trouble view", seizure, loss consciousness and was incapable of self-treating. The customer received an unspecified glucose reading obtained on an hcp device and was diagnosed with hypoglycemia and administered an unspecified intravenous infusion as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated based on returned product. The sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a high reading from the adc freestyle libre sensor in comparison to a reading obtained on the built-in reader. Customer further reported experiencing symptoms described as "trouble view", seizure, loss consciousness and was incapable of self-treating. The customer received an unspecified glucose reading obtained on an hcp device and was diagnosed with hypoglycemia and adminstered an unspecified intravenous infusion as treatment. There was no report of death or permanent injury associated with this event.